Manufacturer narrative:
(B)(4).

Event description:
Patient reported a broken/detached needle/cannula.

Event description:
It was reported that a broken needle occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The product was evaluated. An external visual inspection was performed and passed. Customer complaint is not confirmed, cannula and needle are present and without damage. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability - additional . H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.